Event description:
Additional information received identified the patient underwent surgical intervention wherein the ipg was explanted and replaced. Effective therapy was achieved post operatively.

Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history. This ipg serial number was included in field advisories; 1627487-12192011-003-r

Event description:
It was reported the patient failed to charge ipg as recommended. As a result the ipg failed to communicate with external devices. Troubleshooting was tried to no avail. Surgical intervention may occur later to address the issue.